Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'constant beeping, no error code shown' which was reproduced through troubleshooting of the device. The cause was determined to be a failed speaker on the rear case resulting in backup buzzer noise. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had constant beeping but no error code displayed. There was no patient involvement. No additional information is available.